Event description:
It was reported that the subject device exhibited scope communication error (b30). The issue occurred during a diagnostic upper/lower gi procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. Tac advised the customer to wipe down the electrical contacts. No errors appeared after cleaning the contacts. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.